Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that for the portion of the surgery where the patient was under monitored anesthesia care (mac), they felt stimulation. For the pocket creation, the patient was under general anesthesia and administered propofol; therefore, they were unable to tell whether or not the patient felt stimulation while the ins was in the pocket. The representative stated all the impedance measurements were greater than 4, 000 ohms and the cause of the impedance issue was related to the neurostimulator (ins). A new ins was used and it worked perfectly. The manufacturer representative mentioned patient was doing well and was happy.

Event description:
It was reported that the ins (stimulator) was being returned and replaced because the intraoperative impedances were all high and out of range. Troubleshooting was performed and only a new ins resolved the issue. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.